Event description:
The contact stated that he tested the customer's blood glucose and received a reading of 436 mg/dl. He retested within 2 minutes and received a reading of 205 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.